Event description:
New information notes that the patient presented in-clinic for a routine follow up check. Upon review, the right ventricle lead exhibited failure to sense and failure to capture. The lead was capped and replaced on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricle lead was explanted for unknow reason.